Event description:
Upon changing pt's foley catheter rn inserted catheter with 30cc balloon, and when she instilled the water to fill balloon she noted catheter had a pinhole opening at y site, where water was spraying out. Rn removed the defective catheter and inserted a new catheter without difficulty.